Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused during patient infusion. A 5ml syringe was used to deliver 5 ml dose of gentamicin and after the infusion was completed, there was still 1ml left in the syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate g1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang should additional relevant information become available, a supplemental report will be submitted.